Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripsy generator exhibited a red error indicator, the probe indicator was illuminated red after plugging off the footswitch, and the transducer could not be activated. There were no reports of patient involvement.